Event description:
This cardiac resynchronization therapy pacemaker (crt-p) was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed, and a depleted battery was observed. See section h11 for full investigation details.

Manufacturer narrative:
This crt-p was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device could not be interrogated and was exhibiting no pacing pulses. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Testing confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause was unable to be determined.